Event description:
It was reported that a minicap package was not sealed properly, which caused the iodine inside the minicap to dry out. As a result, the minicap provided improper sterilization, which led to an infection that patient developed after the use of the minicap. Also, it was reported that the patient was disoriented and did not recognize family members after the infection developed. As a result, on an unknown date, the patient discontinued the peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The treatment was also not reported. At the time of this event, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient died after being in and out of the hospital since (B)(6) with an infection. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information available.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of death was reported as peritonitis. On an unspecified date in (B)(6) 2013 peritoneal dialysis (pd) therapy was discontinued and the patient was started on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the expiration date was found to be july 2014. The manufacture date for this lot occurred from 17 january to 24 january 2013. A review of all batch record documents was conducted for potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample was not returned, however five companion samples were evaluated. During visual inspection, the presents of iodine was found in all five samples. One sample was previously opened and showed evidence of a properly sealed pouch. The other four samples were functionally tested. During function testing, no leaks were observed. All of the betadine weight checks were within an acceptable range. As a result, the returned samples met specifications. Should additional relevant information become available, a supplemental report will be submitted.